Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the patient registration was found to have insufficient accuracy. It was not reported if the registration passed or failed. There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome. It was later reported, when attempting to export the archive from the procedure, the archive could not include the original digital intercommunication of medicine (dicom) information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informational information was received, technical services reviewed the logs received and determined that multiple registrations performed on this patient. Observed head compression on the left and right of the patient, likely from the MRI. The trace pattern on three of the registrations only included a small trace from the bridge of the nose up the forehead and slightly posterior. Tracing more points laterally on the forehead likely would improve the registration spheres of accuracy and metric. The last trace pattern had many points stored all of the head with some red points beneath the surface of the model. The areas traced on the sides of the head where there was head compression. This trace had a large yellow sphere, but only a small green sphere.

Manufacturer narrative:
Software files were returned for analysis. There was insufficient information to determine cause of the failure. If information is provided in the future, a supplemental report will be issued.